Event description:
On (B)(6) 2012, the pt had a left carotid to left subclavian artery bypass and treatment for two separate aneurysms; one in the arch and one in the descending thoracic aorta with conformable gore tag thoracic endoprostheses. The plan was to deploy the first device with the proximal landing zone just distal to the left carotid artery origin covering the left subclavian. The device was inserted over a cook 0.035" lesdc lunderquist wire, through a gore 22f dryseal sheath, which was placed through the right iliac system and into the infrarenal aorta. The device was advanced past the proximal landing zone and then pulled back to the intended landing zone. Prior to deployment, the cook wire was advanced onto the aortic valve to ensure the device was on the outer curve of the aorta prior to deployment. During deployment, the device migrated forward and the final deployment location was more proximal than the intended landing zone and resulted in covering the origin of the left carotid artery. The physicians confirmed this with a decrease in pressure in the left arterial line as well as an angiographic shot through a sheath, which was introduced through the left carotid to left subclavian bypass. The physicians chose to advance a wire retrograde down the left carotid and into the ascending aorta to deliver a (B)(4) device. The (B)(4) was deployed with the proximal end extending just proximal to the proximal end of the (B)(4) device and extending back into the left carotid. The (B)(4) and the (B)(4) were ballooned simultaneously and sealed with good flow confirmed by an increase in left radial arterial line pressure and angiographic flow. The second thoracic aneurysm was then repaired with another conformable gore tag thoracic endoprosthesis without incident. The pt has done well postoperatively, according to the physicians.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.